Event description:
Lung biopsy. Plcr60g was fired and under-formed staples were observed, which resulted in an additional 45 minutes of surgery using another device and manual sutures to complete the case.

Manufacturer narrative:
See additional scan pages.